Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. Reportedly, the customer changed their supplies to a different usb cable and wall adapter, but declined tandem technical support to follow-up regarding the reported issue. There was no reported adverse impact to customer's blood glucose level.